Manufacturer narrative:
Physio-control received additional information from the customer. The customer advised physio that they had performed double sequential defibrillation shocks during a patient event with this device and another device. Through additional investigation, physio-control has concluded that the transistor q8, located on the therapy pcb assembly, had likely become electrically shorted due to damage caused by the use of a second defibrillator to deliver double sequential defibrillator shocks prior to the reported event. Physio strongly discourages the use of the device for dual sequential defibrillation. The customer has been advised of this. The customer was sent a letter strongly advising against the use of the device for dual sequential defibrillation.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their service indicator is illuminated. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory that is related to a potential failure of the device to deliver defibrillation energy. Physio also observed another event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.